Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes are not filling up to capacity. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: the blue cap tubes are not filling up to capacity. The customer reports that in every 10 tubes used, 3 present the filling issue.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube wall. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The product expired on 30jun2023. As no customer samples were received at the manufacturing site, the investigation was limited. Additionally, 100 production lot in-house retention samples were inspected with 0 visible defects. A draw test was performed at the manufacturing site on 10 retention samples. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes are not filling up to capacity. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: the blue cap tubes are not filling up to capacity. The customer reports that in every 10 tubes used, 3 present the filling issue.